Manufacturer narrative:
The field service engineer (fse) found there was a sample probe misalignment and sample probe alignment was performed. The customer ran calibration and qc successfully and performed a 5-sample repetition precision study to confirm that the results matched on other instruments. The investigation determined the service actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from two patients on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, the initial hcg result for patient 1 was 1.83 miu/ml. On (B)(6) 2022, the patient had another sample collected and the result was 942.1 miu/ml. The sample from 14-jul-2022 was then repeated on another analyzer and the result was 188.9 miu/ml. The sample was also repeated on the original analyzer. The specific result was not provided. On (B)(6) 2022, the initial hcg result on patient 2 was 2.32 miu/ml. On (B)(6) 2022, the patient had another sample collected and the result was 1001 miu/ml. The sample from (B)(6) 2022 was then repeated on another analyzer and the result was 191.9 miu/ml. The sample was also repeated on the original analyzer. The specific result was not provided. The initial results were reported outside of the laboratory. The repeat results were deemed correct as they match the patients' clinical pictures. Although the physician made no changes to the treatment course of patient 2 based on their initial hcg result on (B)(6) 2022, the patient made their own decision to discontinue taking the progesterone as prescribed for at least 2 days between (B)(6) 2022 and (B)(6) 2022. On (B)(6) 2022, the patient's laboratory results showed that the patient's progesterone had dropped significantly. When the patient was made aware of the hcg result of 1,001 miu/ml and the corrected hcg result from the (B)(6) 2022 draw, she re-started the use of the progesterone daily as prescribed by her physician. The reagent lot is 58457905 and the expiration date is 31-mar-2023.